Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the pace/sense portion of the rv lead caused several inappropriate shocks. The lead was capped and will not be returned.